Event description:
Bayer case number: (B)(4) intense lower belly pain [lower abdominal pain], haemorrhagic menstrual periods every months [heavy periods] , anemia [anemia] , loss of balance / instability when moving [loss of balance] , vestibular neuritis [vestibular neuritis] , intense fatigue [fatigue] , hair loss [hair loss] , joint pain [joint pain] , cognitive impairment [cognitive impairment] , feeling of being in a fog [foggy feeling in head] , difficulty balancing [balance difficulty] , abdominal pain [abdominal pain] , lumps discovered on both ovaries [ovarian cyst] . Case narrative: the below report was received by health authority ansm - health authorities in france (reference number: (B)(4) on 20-jul-2017. The most recent information was received on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("intense lower belly pain") and heavy menstrual bleeding ("haemorrhagic menstrual periods every months") in a 52 year-old female patient who had essure inserted (lot no. 869758). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 251 days after essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), anaemia ("anemia"), loss of balance ("loss of balance / instability when moving") and vestibular neuronitis ("vestibular neuritis"). On unknown date she experienced fatigue ("intense fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), cognitive disorder (" cognitive impairment"), brain fog ("feeling of being in a fog"), balance difficulty ("difficulty balancing"), abdominal pain ("abdominal pain") and ovarian cyst ("lumps discovered on both ovaries"). The patient was treated with surgery (hysterectomy and oophorectomy scheduled for (B)(6) 2025 and thermocoagulation of the endometrium). At the time of the report, the loss of balance, fatigue, abdominal pain and ovarian cyst had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, anaemia, vestibular neuronitis, alopecia, arthralgia, cognitive disorder, brain fog and balance disorder were unknown. The reporter considered abdominal pain lower, anaemia, loss of balance, heavy menstrual bleeding and vestibular neuronitis to be related to essure administration. No causality assessment was received for essure with regard to fatigue, alopecia, arthralgia, cognitive disorder, brain fog, balance difficulty, abdominal pain or ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] on (B)(6) 2025: anteverted uterus measured from a sagittal plane at 66 x 34 mm, by 40 mm in the transverse plane. The endometrium is fine and of usual intensity. No myometrial abnormality. Essure devices in place in type I ii iii position on the right and ii iii on the left. The right ovary is the site of a t2 hypointense formation measured at 23 x 23 mm in the axial plane by 32 mm in height. The left ovary is the site of a second formation presenting the same semiological characteristics measured at 28 x 21 mm in the axial plane by 29 mm in height. These two formations appear very homogeneous relative t2 hypointensity. They present an intensity on the diffusion sequence with moderate restriction of the apparent diffusion coefficient (adc) at about 0.8 to 0.9 10 -3 mm/s. There is a very low enhancement after gadolinium injection with a type I enhancement curve. These formations are classified as ovarian-adnexal reporting and data system (o-rads) 3. No residual follicle around the perimeter visualised. No pelvic adenomegaly, no sign of peritoneal carcinomatosis. No pelvic effusion. No sign of peritoneal carcinomatosis. No lumbo-aortic adenomegaly. No dilation of the pyelocalicial cavities. No pelvic effusion. Note a diverticular sigmoid. Conclusion: bilateral ovarian formations presenting the same characteristics on the right as on the left classified as o-rads 3 corresponding in the first hypothesis to benign fibro-thecal type formations. Would benefit from the opinion of a surgeon. Another lymphomatous infiltration-type aetiology cannot be entirely ruled out. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 418 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 18-jul-2025: new events fatigue, hair loss, joint pain, cognitive disorder, foggy feeling, abdominal pain, ovarian cyst were added. Lab data updated. Annex e & f codes are updated. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: a technical investigation was/will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Intense lower belly pain / intense pain [lower abdominal pain]. Haemorrhagic menstrual periods every months/ haemorrhage [heavy periods]. Anemia [anemia]. Loss of balance / instability when moving [loss of balance]. Vestibular neuritis [vestibular neuritis]. Intense fatigue [fatigue]. Hair loss [hair loss]. Joint pain [joint pain]. Cognitive impairment [cognitive impairment]. Feeling of being in a fog [foggy feeling in head]. Difficulty balancing [balance difficulty]. Abdominal pain [abdominal pain]. Lumps discovered on both ovaries [ovarian cyst]. Tremor [tremor]. Paraesthesia of the hands, arms, feet and legs [paraesthesia of limbs]. Case narrative: the below report was received by health authority ansm - health authorities in france (reference number: r1711591) on 20-jul-2017. The most recent information was received on 12-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("intense lower belly pain / intense pain") and heavy menstrual bleeding ("haemorrhagic menstrual periods every months/ haemorrhage") in a 52 year-old female patient who had essure inserted (lot no. 869758). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 251 days after essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), anaemia ("anemia"), loss of balance ("loss of balance / instability when moving") and vestibular neuronitis ("vestibular neuritis"). Essure was removed on (B)(6) 2025. On unknown date she experienced fatigue ("intense fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), cognitive disorder (" cognitive impairment"), brain fog ("feeling of being in a fog"), balance difficulty ("difficulty balancing"), abdominal pain ("abdominal pain"), ovarian cyst ("lumps discovered on both ovaries"), tremor ("tremor") and paraesthesia ("paraesthesia of the hands, arms, feet and legs"). The patient was treated with surgery (hysterectomy and oophorectomy and thermocoagulation of the endometrium). At the time of the report, the loss of balance, fatigue, abdominal pain and ovarian cyst had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, anaemia, vestibular neuronitis, alopecia, arthralgia, cognitive disorder, brain fog, balance disorder, tremor and paraesthesia were unknown. The reporter considered abdominal pain lower, anaemia, loss of balance, heavy menstrual bleeding and vestibular neuronitis to be related to essure administration. No causality assessment was received for essure with regard to fatigue, alopecia, arthralgia, cognitive disorder, brain fog, balance difficulty, abdominal pain, ovarian cyst, tremor or paraesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] on (B)(6) 2025: anteverted uterus measured from a sagittal plane at 66 x 34 mm, by 40 mm in the transverse plane. The endometrium is fine and of usual intensity. No myometrial abnormality. Essure devices in place in type I ii iii position on the right and ii iii on the left. The right ovary is the site of a t2 hypointense formation measured at 23 x 23 mm in the axial plane by 32 mm in height. The left ovary is the site of a second formation presenting the same semiological characteristics measured at 28 x 21 mm in the axial plane by 29 mm in height. These two formations appear very homogeneous relative t2 hypointensity. They present an intensity on the diffusion sequence with moderate restriction of the apparent diffusion coefficient (adc) at about 0.8 to 0.9 10 -3 mm/s. There is a very low enhancement after gadolinium injection with a type I enhancement curve. These formations are classified as ovarian-adnexal reporting and data system (o-rads) 3. No residual follicle around the perimeter visualised. No pelvic adenomegaly, no sign of peritoneal carcinomatosis. No pelvic effusion. No sign of peritoneal carcinomatosis. No lumbo-aortic adenomegaly. No dilation of the pyelocalicial cavities. No pelvic effusion. Note a diverticular sigmoid. Conclusion: bilateral ovarian formations presenting the same characteristics on the right as on the left classified as o-rads 3 corresponding in the first hypothesis to benign fibro-thecal type formations. Would benefit from the opinion of a surgeon. Another lymphomatous infiltration-type aetiology cannot be entirely ruled out. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-nov-2025: new events tremor & paranesthesia of the hands, arms, feet and legs were added. Essure removal date updated. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) intense lower belly pain [lower abdominal pain] haemorrhagic menstrual periods every months [heavy periods] anemia [anemia] loss of balance / instability when moving [loss of balance] vestibular neuritis [vestibular neuritis] intense fatigue [fatigue] hair loss [hair loss] joint pain [joint pain] cognitive impairment [cognitive impairment] feeling of being in a fog [foggy feeling in head] difficulty balancing [balance difficulty] abdominal pain [abdominal pain] lumps discovered on both ovaries [ovarian cyst]. Case narrative: the below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 20-jul-2017. The most recent information was received on 04-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("intense lower belly pain") and heavy menstrual bleeding ("haemorrhagic menstrual periods every months") in a 52-year-old female patient who had essure inserted (lot no. 869758). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 251 days after essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), anaemia ("anemia"), loss of balance ("loss of balance / instability when moving") and vestibular neuronitis ("vestibular neuritis"). On unknown date she experienced fatigue ("intense fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), cognitive disorder (" cognitive impairment"), brain fog ("feeling of being in a fog"), balance difficulty ("difficulty balancing"), abdominal pain ("abdominal pain") and ovarian cyst ("lumps discovered on both ovaries"). The patient was treated with surgery (hysterectomy and oophorectomy scheduled for (B)(6) 2025 and thermocoagulation of the endometrium). Essure was removed. At the time of the report, the loss of balance, fatigue, abdominal pain and ovarian cyst had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, anaemia, vestibular neuronitis, alopecia, arthralgia, cognitive disorder, brain fog and balance disorder were unknown. The reporter considered abdominal pain lower, anaemia, loss of balance, heavy menstrual bleeding and vestibular neuronitis to be related to essure administration. No causality assessment was received for essure with regard to fatigue, alopecia, arthralgia, cognitive disorder, brain fog, balance difficulty, abdominal pain or ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] on (B)(6) 2025: anteverted uterus measured from a sagittal plane at 66 x 34 mm, by 40 mm in the transverse plane. The endometrium is fine and of usual intensity. No myometrial abnormality. Essure devices in place in type I ii iii position on the right and ii iii on the left. The right ovary is the site of a t2 hypointense formation measured at 23 x 23 mm in the axial plane by 32 mm in height. The left ovary is the site of a second formation presenting the same semiological characteristics measured at 28 x 21 mm in the axial plane by 29 mm in height. These two formations appear very homogeneous relative t2 hypointensity. They present an intensity on the diffusion sequence with moderate restriction of the apparent diffusion coefficient (adc) at about 0.8 to 0.9 10 -3 mm/s. There is a very low enhancement after gadolinium injection with a type I enhancement curve. These formations are classified as ovarian-adnexal reporting and data system (o-rads) 3. No residual follicle around the perimeter visualised. No pelvic adenomegaly, no sign of peritoneal carcinomatosis. No pelvic effusion. No sign of peritoneal carcinomatosis. No lumbo-aortic adenomegaly. No dilation of the pyelocalicial cavities. No pelvic effusion. Note a diverticular sigmoid. Conclusion: bilateral ovarian formations presenting the same characteristics on the right as on the left classified as o-rads 3 corresponding in the first hypothesis to benign fibro-thecal type formations. Would benefit from the opinion of a surgeon. Another lymphomatous infiltration-type aetiology cannot be entirely ruled out. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2025: quality safety evaluation of product technical complaint. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.